Event description:
It was reported that the patient implanted with this urinary incontinence sling underwent a surgical procedure after approximately 8 months to implant an artificial urinary sphincter (aus) for unspecified reasons. No patient complications were reported.